Event description:
The patient received three blisters on their heel during a heat therapy, using moist heat pacs. The patient was treated with heat therapy for an unknown injury. The patient completed the treatment with no reported discomfort. A week later, the patient returned for additional therapy and the clinician was informed of the resultant blisters. The assistant could not recall the size of the blisters, treatment details, device details, or conclusion of the incident. The assistant could not confirm the media temperature of the device, which heated the packs. The assistant requested training on the device usage and suggested that a thermometer be included with the device.

Manufacturer narrative:
Awaiting return of the device and evaluation. The evaluation results will be reported to the FDA - MDR.